Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) reported they were having a really bad day with their back as their stimulator wasn't working. Pt stated that the therapy hadn't worked on one side since the implanting surgery. Pt stated that they couldn't get a hold of hcp or mdt rep, (B)(6). Pt stated that they were at hcp's the other day to get medicine refilled and that they were told that they couldn't see hcp for another month. Pt stated that (B)(6) and a "(B)(6)" from the office wanted thoracic x-rays, so they had those done. Pt stated that when they were in hcp's office, they were supposed to talk to a pa, however only a np was there, but the pa didn't know anything about the device so they were told to make an appt. Pt noted that the appt wouldn't even be with hcp and that it would be with a pa. Pt stated that they were so frustrated as the left side had not worked since the day of the implanting surgery. Pt stated that they made the rep aware right away after the implanting surgery. Pt stated that they had to go back in two or three weeks later after the ins was implanted and the rep set up the device in the office; pt noted that the rep was a girl as (B)(6) wasn't available. Pt stated that they kept telling the rep that the left side wasn't working. Pt stated that the rep said that the therapy could come back within the next two months. Pt stated that the right side was working, however it was unknown if the therapy was working where it was supposed to as they had nothing on the left side to compare it to. Pt did not know eric's last name. Pt did not know the other rep's name; pt noted that they had just seen that rep the one time. Pss advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response. Pt provided their dob as (B)(6) 1960; pt provided ins serial number as (B)(4) and implant date as (B)(6) 2022 from their ID card; pss was unable to locate pt in the system. Pt provided managing hcp as (B)(6). Information was received from two reps on (B)(6) 2022. A rep reported that they had covered the patient's first post op appointment and set thresholds for dtm programming, but has not seen the patient since. Rep noted the patient is scheduled for a lead revision on (B)(6) 2022. Another rep reported they had seen the patient more recently. The patient's stimulation was not going high enough so that is why the patient was sent for x-rays.

Event description:
Additional information was received from the patient (pt). The pt reported the lead revision was not performed, and serial number was not provided. The issue has not been resolved and the pt is not happy with the whole thing. Weight was not reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2023. The pt reported that the revision has not occurred yet and issue has not been resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.